Event description:
It was reported there was a loss of therapeutic effect. Patient had been in hospital since (B)(6) 2012 with full return of symptoms with patient vomiting 20 times per day. Follow up from the health care provider reported the patient had not been under their care during the hospitalization.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing abdominal pain.

Manufacturer narrative:
(B)(4).